Event description:
The medical examiner returned the pt's pump to the manufacturer for analysis. The pt's cause of death is pending autopsy results. No further info has been obtained. A follow up report will be sent when further info is received.